Manufacturer narrative:
Per the user report received from the hospital, the pt identifier provided is for the mother. The age of the fetus was reported 40.3 gestational weeks. The sex and weight provided are for the fetus.

Event description:
It was reported that an intrauterine fetal demise occurred. The mother was connected to the corometrics 259 fetal monitor. There was no allegation by the hospital that the fetal death was due to a malfunction of the monitor. The hospital risk analyst confirmed that the transducer in use was not a ge healthcare device. Ge healthcare's investigation is ongoing. A follow up report will be submitted once the investigation has been completed.